Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned. Balloon material ruptures can be affected by numerous factors including, but is not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. In this case, since there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. Additionally, the lesion was mildly tortuous, moderately calcified and 99% stenosed, which may have contributed to the reported difficulty. It is possible that the balloon material was damaged (scratched) from interactions with other devices and/or the tortuous and calcified lesion such that upon inflation attempt, the balloon ruptured. Ultimately, return of the voyager nc may have aided the investigation in determining a cause for the experienced rupture. To ensure this type of damage is not a result of a potential product related deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity. Based on the reported information, a definitive cause for the reported balloon rupture cannot be determined. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event.

Event description:
It was reported that the procedure was to treat a 99% restenosis in the proximal circumflex lesion with mild tortuosity and moderate calcification. Pre-dilatation was performed with the 2.75 x 20 voyager nc; however, the balloon ruptured on the first inflation at 6 atmospheres. A non-abbott balloon was used to complete the procedure. No adverse patient effects were reported. No additional information was provided.